Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 519mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 237mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. Customer indicated that insulin continued to drip after letting go of the act button, but the issue was resolved by a complete set change. The insulin pump passed the high pressure test. The product was not returned for analysis.